Event description:
On 8/may/2026, (B)(6) became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement. Therapy (rrt) was diagnosed with an exit site infection and her pd catheter (not a (B)(6) product) was removed. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, medication history, patient demographics, causality) were unsuccessful. Based on the available information, there is no liberty select cycler registered to the patient. Additionally, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a (B)(6) device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).